Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing using a simulator. The results of the analysis found some minor differences in measurement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a need for calibration. The issue was resolved by calibrating the equipment. After calibration, the system was confirmed to be working correctly. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue mx550 patient monitor indicating that the nibp measurement fluctuates. It is unknown if the device was in use at time of event, and there was no adverse event reported.